Event description:
It was reported that the device's atrial and ventricular threshold test results indicated possible malfunction. The device was explanted. No patient complications have been reported as a results of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies found. The device passed all lab tests. The reason for return could not be verified.